Manufacturer narrative:
Concomitant products: product ID 4301-35, serial # (B)(4), product type lead; product ID 4301-35, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported that the patient had an onset of nausea and vomiting with her usual diffuse pain. Symptoms persisted throughout the day of admission to the hospital. The patient also complained of non-device related issues such as increasing diarrhea, in which she had 3-4 loose stools a day due to her history of microscopic colitis. Physical examination found dry mucous membranes as well as a slightly distended and hypoactive abdomen. Diagnostic procedures included laboratory work, which was unremarkable, and hepatobiliary iminodiacetic acid (hida) scan to rule in the possibility of cholelithiasis, which was negative. Medication administered included pain medication, neurontin, and intravenous (IV) fluids. By hospital day 3, patient tolerated per os (po) but still had "some feelings of nausea. She was not vomiting any further." Diarrhea was resolving prior to discharge. Event ended (B)(6) 2001 as patient recovered from event with therapeutic action. Five months later, the patient still had occasional episodes of nausea and vomiting. Symptoms began on morning of admission and became intractable with no response to medications. Other symptoms included dehydration and gastroparesis. The patient felt thirsty and weak, and unable to hold down liquid, food or medication. Physical examination found the patient to be clearly uncomfortable and ill-appearing with no pallor or icterus; the patient also had dry mucous membranes and diffusely tender abdomen. IV fluids and medicine was given to the patient intravenously. Laboratory work was performed but nothing abnormal was noted. Symptoms decreased over the ensuing two to three days at which time she began to initially tolerate clear liquids, but had recurrence of her nausea and vomiting. Retrial of feeding after another 24 hours was more successful and symptoms were eventually controlled and then subsided with treatment. She was able to tolerate a full diet and oral medications and was discharged to home in good condition. Final diagnoses included gastroparesis, intractable nausea and vomiting, dehydration, microscopic colitis, and depression. The event ended (B)(6) 2001 as the patient resolved with therapeutic action. The patient was admitted six months later due to nausea, vomiting, and dehydration. Diagnostic procedures included blood work while the patient received antiemetics, prokinetics, and IV fluids. After 5 days in the hospital, the patient was discharged when symptoms improved. However, it was noted that the event continued with therapeutic action. Final outcome was not given. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.